Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The reported issue did not impact the customer's blood glucose (bg) level. The customer reported a bg level of 243 mg/dl; however, the customer knew that the bg level was due to eating cake as well as not exercising. The customer administered a bolus via the pump. Reportedly, the customer was able to reload the cartridge successfully.